Event description:
Customer reported some channel disconnect and communication errors over the past few months that may be related to iui issues. There was no report of pt harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
Manufacturer's report date: 06/11/2014. (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.